Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an in clinic follow-up, the patient with this right ventricular lead described intense dizziness and syncope. During interrogation, high capture thresholds were observed; stimulation outputs were increased and the patient scheduled for a lead revision. During the procedure, the right ventricular lead was capped/abandoned and a new lead implanted without further complications. The physician concluded the root cause to be a micro dislodgement.